Event description:
Same case as MDR ID: 2134265-2013-08211. (B)(4). It was reported that chest pain and restenosis occurred. In (B)(6) 2012, the subject was referred for cardiac catheterization. The first target lesion was a de novo lesion located in the proximal left circumflex (lcx) with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the first target lesion with pre-dilatation and placement of a 2.50 mm x 38 mm promus element plus stent. Following post-dilatation with 0% residual stenosis. On the following day, the subject was discharged. One week post index procedure, the subject returned and underwent catheterization. The second target lesion was a de novo lesion located in the proximal left anterior descending (lad) and extending towards the mid lad with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The physician treated the second target lesion with pre-dilatation and placement of a 3.0 mm x 28 mm promus element plus stent. Following post dilatation residual stenosis was 0%. An attempt was made to place 3.0 mm x 38 mm promus element plus stent which ¿could not cross the lesion.¿ seventeen days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented due to chest pain and was hospitalized on the same day. The subject was referred for cardiac catheterization leading to stent placement to treat the event. Three days later, the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).